Manufacturer narrative:
It was reported that plunger stops working mid-flush. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no packaging flow wrap and part of the syringe barrel label. For this defect, it could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot number 1056476. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no physical sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using the 10 ml bd posiflush¿ normal saline syringe exhibited plunger movement difficult. The following information was provided by the initial reporter: we are having some issues with our flushes. Nurses report that they are difficult to flush and that they stop mid-flush when the plunger is applied.